Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after unpacking the microsensor, it was found that the tip was broken. The procedure was completed with a replacement product. No patient contact/injury and no surgical delay was reported.

Manufacturer narrative:
The mcrosensor was returned fro evaluation: device history record (DHR) - serial number (B)(6) (lot # 3943843) conformed to the specifications when released to stock failure analysis - the issue of the complaint has been confirmed. Tip of the catheter, case and sensor cut/torn off. The icp express read ¿no transducer detected¿. No testing was possible based on the failure analysis, the root cause could be determined as a mishandling of the catheter.

Event description:
N/a.